Event description:
Event description guidant received information that the impedance measurement for this lead lead was within normal limits when tested with a psa. Following connection to the cardiac resynchronization therapy pacemaker (crt-p) the impedance was greater than 2500 ohms. The setscrew was slightly loosened and the impedance measured within normal limits. The setscrew was tightened and the impedance again increased to greater than 2500 ohms. The physician elected to replaced the crt-p and the impedance was normal with the new device.